Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. Three months prior to the aware date the device showed eleven months until explant, on the aware date the device was at battery capacity depleted (bcd). Review of the activity of the device was performed. And it was determined that the cap reform was over fifteen seconds, and a tomography scan were performed on this patient. This induced the depletion of the battery on this device. This device is not delivering brady pacing. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received confirming this device was explanted and replaced.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. Three months prior to the aware date the device showed eleven months until explant, on the aware date the device was at battery capacity depleted (bcd). Review of the activity of the device was performed. And it was determined that the cap reform was over fifteen seconds and a tomography scan were performed on this patient. This induced the depletion of the battery on this device. This device is not delivering brady pacing. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.